Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 505 mg/dl. The customer expressed dehydration as a symptom of her high blood glucose. The customer treated herself with a manual injection. Troubleshooting was done. The customer ran a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer that her insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.